Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the compressor, 1/8 npt muffler, and <100 micron muffler. The fse performed a complete preventive maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down has an error 14. There was no patient involvement reported.